Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the nurse had difficulty programming a patient's device. She reported that while the power light in the programming wand was on and the data light was blinking, they could not get the wand to interrogate the patient's device. The battery was replaced and the issue continued. The nurse changed out the wand and the problem was resolved. The wand was returned to the manufacturer for analysis and reported event was confirmed. The cable was visually examined and no anomalies were identified. Additional analysis showed that the error originated in the serial data cable that had an intermittent conductor. The cable was replaced with a known good serial data cable and all the communication errors cleared. The wand with the new serial data cable passed all functional tests and was operating with the limits of the final electrical test requirements.